Event description:
During a follow-up in clinic, the device displayed an incorrect battery longevity of 1.9 years. The cardiologist reported the device longevity was six months, therefore, the device was routinely explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer. A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.